Manufacturer narrative:
On 24-may-2016, an fse conducted on-site follow-up with the customer. The fse observed that the customer had placed old adapters in new racks. The fse replaced all adapters and the instrument returned to normal operation. The most probable cause of the reported event was due to incorrect rack inserts. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016, a customer reported rack problems with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.